Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reporteed that during the positioning of the plates on the operculum bone (frontotemporal) two screws broke up during the implantation phase. Particularly the head of one screw broke up in two pieced, the head of another screw crumbled. The surgeon specified that no over torsion has been carried on. There was no patient harm and no surgical delay reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject devices were two screws and are components of the previously reported set, matrixneuro sterile kit std 4. The subject screws are not instruments, however, reportedly broke during attempted implant and therefore, are not considered to have been implanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.